Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported the patient still had the same issue with the new ins, patient was charging battery more frequently and it was not holding a charge long. The patient they weren't sure why it was depleting more quickly, but that it might be due to the implant being on a high level or that when they were laying down the stimulation was higher. Patient stated they had a refill the next day and the representative should be there to adjust adaptive stimulation. No further complication and no symptoms were reported. Refer to (B)(4) for belt broken and (B)(4) for old ins, unit not working, charge often.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that ever since implant, the ins was a "pain in the butt." The patient stated it was hard to reach/see when charging and they didn't know the healthcare professional was going to be moving the ins location to their buttock. No further complications were reported.